Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 07:30 pm, the result from the coaguchek xs was 6.5 inr. At 08:00 pm, the result from the coaguchek xs was 6.5 inr. At 09:00 pm, the result from a laboratory using an unknown reagent was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 -3.0 inr. Retention test strips (304975) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.